Manufacturer narrative:
(B)(4). Date of initial report : 1/29/2016. This complaint is part of a retrospective review as part of a remediation related to (B)(4). Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Event description:
The customer reported an ablation cycle was completed without any problems. The antenna was moved for another cycle but the antenna wouldn't work. It faulted with temp light. The procedure was completed with another antenna.